Event description:
It was reported that the customer had issues during prime/rewind. The blood glucose reading was 95mg/dl. The caller stated that insulin squirted out during the manual prime process, and the insulin pump alarmed. The mother stated that insulin began to exit earlier than expected. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. Unable to confirm the alarm.